Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-23704. It was reported that the patient presented to the clinic for a routine generator exchange. During the procedure, the physician noted insulation degradation on both the atrial and right ventricular lead. No electrical anomalies were noted so the physician connected the leads to the new generator. There were no patient consequences throughout.